Event description:
A surgeon reported that after the flap had been cut, the gantry did not respond to the joystick command for z-movement, and the pt was unable to be undocked from the pt interface. After approx 90 seconds, they performed a manual gantry lift to clear the pt from the pt interface. The pt was sent home without lifting the flap and will return in the future for the excimer portion of the refractive laser treatment. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).